Event description:
The customer reported that the system's image processor computer would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The bios settings were reset, and the battery was repaired. The system was tested and found to be working as intended and put back into service.